Event description:
Analysis of the handheld device was completed. During the analysis it was identified that the handheld was unable to establish communication with a known good wand and generator. The cause for the anomaly is associated with 2 broken wire connections in the serial cable. Once the wires were soldered onto the serial cable pcb, no further anomalies were identified. An analysis was performed on the returned flashcard, and no anomalies associated with flashcard software or databases were identified during the flashcard analysis. The flashcard and software performed according to functional specifications.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to death or serious injury.

Event description:
It was reported that the physician's handheld would not communicate with a demo generator. It was reported that troubleshooting was performed and the handheld was replaced with a known good handheld and the demo generator was able to be replaced. The physician's handheld software was upgraded and the problem still persisted. It was reported that when the physician's handheld was plugged into the power cord it was able to successfully interrogate the demo generator. It was unable to be determined whether or not the issue was with the handheld or the handheld serial cable as another serial cable was not available. The physician was provided with a new programming tablet and the handheld was returned for analysis. Analysis is underway, but has not been completed to date.